Event description:
A home patient (hp) contacted a global technical service representative (gtsr) and reported there was fluid inside the cassette chamber and beneath the homechoice system after completion of apd therapy. The issue was reviewed over the phone with the gtsr, which revealed the hp had already removed and discarded the disposable setup prior to contacting gts. The hp related nothing unusual was noted with the disposable setup at the time it was discarded, and the heater cradle of the cycler was dry. There was no patient injury or medical intervention associated with this event per the hp's nurse.